Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: promus element plus,ous 2.75 x 24 mm stent delivery system (sds) was returned for analysis broken and without the manifold hub section of the hypotube. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at approximately 122 cm proximal to the distal end of the tip as well as well as a kink measured at 2.50 cm distally to the break site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01oct2019. It was reported that advancing difficulties were encountered and shaft kink occurred. The target lesion was located in a calcified vessel. A 2.75x24mm promus element plus drug-eluting stent was advanced for treatment. However, the delivery shaft of the stent was kinked due to high resistance at the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, device analysis revealed a break in the hypotube.